Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 6 bd perfusion 50 ml syringes with mounted needle, opaque had a broken plunger rod. The following information was provided by the initial reporter: "I am hereby communicating about some syringes that are defective, they break when the plunger is pulled."

Manufacturer narrative:
H6: investigation summary: photos received for investigation. A device history review was performed for reported lot 1132504, a maintenance order was evidenced that could potentially be related to the incident. Possible root cause is associated with the mismatch in the rod rail. Corrective actions were taken immediately to adjust the rod rail.

Event description:
It was reported that 6 bd perfusion 50 ml syringes with mounted needle, opaque had a broken plunger rod. The following information was provided by the initial reporter: "I am hereby communicating about some syringes that are defective, they break when the plunger is pulled."